Event description:
It was reported that this pacemaker system was explanted and replaced due to unknown reasons. It is unknown if this lead will return. No additional adverse patient effects were reported.